Event description:
Review of resident's clinical record revealed documented in the nurses notes on 12-11-97 at 7:00 pm resident "has ambulating in merry walker & tried to back up when she tipped her merry walker backwards hitting her head. Large knot felt on back of head. Also noted sm (small) amt (amount) of blood." The resident was transferred by ambulance to hosp at 7:20 pm on 12-11-97. According to the ER report dated 12-11-97 it was documented "apparently this is a lady who was standing or walking and fell backwards. She hit the occipital area of the head on the concrete. She has not been the same since. They report that she has severe dementia but she usually talks and mumbles but now she is not talking. There was maybe a questionable pain in her right hip also." Review of the pt's progress notes dated 12-12-97 revealed the resident was pronounced dead at 4:04 am (approx 9 hrs after the fall). Review of the death certificate revealed the immediate cause of the resident's death was "post traumatic subarachnoid "brain hemmorhage & edema." According to the death certificate the interval between the onset of the above diagnosis and the resident's death was one day. Interview with two facility staff members on 12-15-97 at 11:12 am and 11:15 am revealed they were both on duty at the time resident fell. Both staff members said staff did not witness resident fall. Interview with facility staff on 12-14-97 at 1:52 pm revealed resident's merry walker had been changed to a different type of merry walker called a get a bout(stroller). Observation of the get a bout on 12-18-97 at 1:54 pm revealed it was taller than the merry walker and had a narrower base of support. Observation of the get-a-bout revealed it would be easier to tip over due to the narrower base of support. Due to the get a bout being taller. If the get a bout tipped over, the resident would be higher up and have a further distance to fall than if they were in the merry walker.